Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy, a2: age & date of birth: requested, not provided due to hospital policy, a3a: sex: requested, not provided due to hospital policy, a3b: gender: requested, not provided due to hospital policy, a4: weight: requested, not provided due to hospital policy, a5: ethnicity: requested, not provided due to hospital policy, a6: race: requested, not provided due to hospital policy, b3: date of event: requested, unknown, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: cath lab manager. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedure complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Pace was notified about this issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the cath lab had a patient with a hematoma. Additional information was received on 30jan2025: the patient procedure prior to use with tr band was a left heart catheterization. The device did not lose air during the procedure. The hematoma was treated by massaging it and putting on a second tr band. Hemostasis was achieved by the second tr band. A glidesheath slender device was used in the access site. There was no noticeable damage to the device. The patient was stable. Additional information was received on 04feb2025: the date of event is unknown.